Manufacturer narrative:
During failure analysis, overheating was identified. Severe corrosion build up was noted on all the internal components of the device. This widespread corrosion damage to the internal components was identified as the probable cause of the device failure since the presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The device was repaired and returned to the customer.

Event description:
The stryker micro oscillating saw was sent in for repair and it overheated during testing. There was no pt involvement; no adverse event was associated with the device.